Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same case as MFR report #: 2134265-2009-05761. It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced hypotension. The index procedure treated the 90% stenosed, 4x20mm target lesion located in the right ostium internal carotid artery. Treatment utilized a bsc filterwire ez and two wallstents. The first wallstent was opened, but not used in the procedure due to the fact that the physician felt resistance when attempting to load onto the wire. The second wallstent was used and deployed with no problems. Following post dilation, a 40% residual stenosis remained. During the procedure, the patient experienced hypotension which was treated with neo-synepherine and was resolved without residual effects. The next day, it was reported that the patient had a small right groin ecchymosis which was likely due to the patient being thin, and also had difficulty sleeping and was given ambien without residual effects. The post procedure stroke value was "0". Two days post the index procedure, the patient was discharged. Per the physician, the adverse events were listed as "unrelated" to the study device.